Event description:
It was reported that the proximal section of the pipeline was not opened during deployment and the device was removed from the patient.no patient injury reported.same event as MDR# 2029214-2012-00352

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as it was discarded.(B)(4).